Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, it does not remain on when switched between ac and battery power. The non-preferred returned battery was measured to have a low voltage and when connected to ac power the charging of the battery voltage does not increase. The battery was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit will only run on ac power. No consequences or impact to patient.